Event description:
It was reported that during implant the device could not be interrogated before the pocket was closed. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to communicate with the device was not confirmed in the laboratory. Upon receipt, the device was able to communicate with the programmer. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the reported field event remains undetermined.